Event description:
It was reported that when evaluating the function of the PICC catheter prior to placement, foreign matters looking like hair were found inside the catheter. 09/01/2023 - it was reported this occurred with two devices. Only one device was returned for evaluation. This report addresses the device that was not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.